Event description:
Patient presented to the ER after receiving multiple inappropriate therapies. When the patient was brought back for surgical procedure, it was discovered that the lead had dislodged. The lead was replaced and discarded in the or.

Manufacturer narrative:
No medwatch form was received.